Event description:
It was reported that during a vena cava filter placement procedure through the femoral vein, the filter was allegedly deployed in an uncontrolled manner and tilted significantly. The filter was removed. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section has not been cleared in the us, but is similar to the denali filter system products that are cleared in the us. The pro code and 510k number for the denali filter system products is identified in common device name and date rec'd by MFR. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2024) device pending return.

Event description:
It was reported that during a vena cava filter placement procedure through the femoral vein, the filter was allegedly deployed in an uncontrolled manner. It was further reported that the tilted filter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali products that are cleared in the us. The pro code and 510k number for the denali products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali femoral filter kit was returned for evaluation. The filter was received deployed in a specimen cup. No damage was observed throughout the arms, legs and anchors of the filter. Although the sample was returned for evaluation, five images were provided and reviewed. X-ray images show placement of a vena cava filter. Once deployed, the images clearly show a mal-positioned, tilted filter with a location near the iliac vein bifurcation. Based on the findings, the investigation is confirmed for the reported positioning problem. A definitive root cause for the reported positioning problem could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2024), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure through the femoral vein, the filter was allegedly deployed in an uncontrolled manner. It was further reported that the tilted filter was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation, five images were provided and reviewed. X-ray images show placement of a vena cava filter. Once deployed, the images clearly show a mal-positioned, tilted filter with a location near the iliac vein bifurcation. Based on the image review, the reported positioning problem can be confirmed as the filter was deployed with tilt. A definitive root cause for the reported positioning problem could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The catalog number identified in section d4 has not been cleared in the us, but is similar to the denali products that are cleared in the us. The pro code and 510k number for the denali products is identified in d2 and g4. D4 (expiry date: 10/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.